Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The device was returned to the factory on 03sep2020 for evaluation and investigated on 11sep2020. A photographic inspection was conducted. A photo of the product information with the lot number and the delivery device outside the loading device with seal that can be seen inside the loading device. A visual inspection was conducted. Signs of clinical usage and no evidence of blood was observed. The delivery device was returned outside of the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Seal showed no sign of crack/delamination and no evidence of blood. The seal was not separated from the tether of the tension spring assembly. The tension spring assembly showed no sign of being cut. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed and the analyzed failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal is not unfolded in the shape of an umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.